Event description:
The customer's mother reported that the customer was having high blood glucose levels for about two weeks (no actual bg readings were provided). The customer went to the hospital and was diagnosed with diabetic ketoacidosis and hyperglycemia. The customer was treated with IV fluids and a manual injection of insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.